Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Ahn, d.k, shin, w. S., kim, g. W., & koo, k. I. (2017). Postoperative spinal epidural hematoma: the danger caused by the misuse of thrombin- containing local hemostatics. (B)(6) spine journal, 11(6), 898-902. Should additional relevant information become available, a supplemental report will be submitted. [(B)(4) (B)(6) spine journal (1).pdf]

Event description:
It was reported fourteen (14) patients in a retrospective, observational study experienced postoperative spinal epidural hematoma (poseh) due to user error with floseal. The surgeon did not remove excess floseal after achieving hemostasis and adding the remaining floseal in the epidural space at the end of surgery (in the absence of active bleeding) which are counter indications with floseal. It was not reported if the patients were hospitalized for the events. The patient was treated using unreported ¿prompt surgical treatment¿ (not further specified). Patient outcome was not reported. No additional information is available.